Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been found unconscious. They had a low blood glucose level of 25 mg/dl and was taken to the hospital on (B)(6) 2017. They would not wake up so the emergency response team was dispatched. They were wearing the insulin pump at the time of hospitalization. The customer stated they had been off the insulin pump for 2 days and were on manual injections. Their blood glucose level was 233 mg/dl. The customer had been getting no delivery alarms while changing the infusion set. Troubleshooting was performed and insulin did not exit. The insulin pump alarmed a no delivery. The device will be returned for analysis.